Event description:
The customer called to report an error and a no delivery alarm. Troubleshooting was performed. The customer stated that she did not expose the insulin pump to any magnetic field.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error as well as e70 due to an out of phase motor encoder signal. Unable to confirm excessive no delivery alarms due to the motor error alarms.